Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to corrupted software. The software became corrupt when a previously stored configuration was copied to the device. Older configurations are not compatible with the new software version and need to be configured manually. The device log was cleared and the internal memory was reformatted to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.